Event description:
During the procedure, the physician encountered difficulty tracking the icast stent through a 6 x 55 ansel sheath. The device was partially advanced (approximately one-third positioned between femoral and renal). The physician removed the device and used a new icast stent. A kink was identified in the rosen guidewire. No harm was reported.

Manufacturer narrative:
Due to character restrictions in block d10: 6x55 ansel, 260 rosen wire a supplemental report will be submitted upon completion of our investigation.